Event description:
Hospital technologist observed an extravasation occurring during a CT scan. When trying to disarm the injector, the technologist was not able to stop it by hitting any button on the injector head. No pt injury resulted. No known medical intervention.